Event description:
It was reported that the patient was experiencing rib pain whether stimulation was on or off. It was confirmed via x-ray that the leads had migrated. The patient underwent a revision procedure wherein the leads were repositioned back to the original placement and remain implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few weeks ago from date manufacturer was made aware.